Event description:
When the balloon was inflated in the pulmonary artery of a patient, it would not deflate right away. The physician had to pull back on the syringe many times before the balloon deflated.